Manufacturer narrative:
Information was not provided by the affiliate. Evaluation summary: device (a) analysis results confirmed that the jaws had become misaligned and yielded causing the clips to be scissored and did not fed properly, therefore, making the instrument non-functional. Device (b) analysis results confirmed that the jaws had become yielded and slightly misaligned causing the clips to be ejected, therefore, making the instrument non-functional. While no conclusion could be reached as to how the jaws condition had occurred, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. Device a: misaligned jaws. Device b: yielded jaws.

Event description:
It was reported that during a laparoscopic cholecysectomy procedure, while firing, the surgeon noticed that the staples went out from the jaws remaining open. Then the surgeon decided to use a new device from the same lot number. The surgeon experienced the same problem with the new device. In order to finish the case, a new device from another lot number was used. There were no adverse consequences to the patient. Two devices will be returned.